Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company clinical application specialist reported while observing a doctor's laser assisted cataract surgery the doctor opted to not open the femto paracentesis. She created a manual paracentesis. The doctor stitched the femto primary incision. The case was completed without further issue.

Manufacturer narrative:
With no additional related information provided, the customer's reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).